Manufacturer narrative:
Findings: pump has missing segments due to cracked and bleeding lcd glass. Unable to perform the self- test, unexpected restart error, displacement, rewind, basic occlusion, occlusion, prime, excessive no delivery tests or verify operating currents, blank display, and excessive no delivery alarms due to cracked and bleeding lcd glass. Pump was also received with cracked case, cracked at the display window corner, and cracked reservoir tube.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display and damage. Customer's blood glucose at time of incident was unknown. Customer stated that pump had a crack on the bottom. Customer stated that the pump may have gotten ran over because it was in the driveway. Customer was advised that we are sending replacement pump. The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose at time of incident was 20 mg/dl. Customer's husband found his wife unconscious a couple times due to low blood glucose. Customer was treated with glucagon shot.